Event description:
These cuffs were used for blood flow restriction on a (B)(6) year old patient. The pressure is not calculated correctly and the patient experienced extreme numbness in their right arm for 48 hours. They are following up with a nerve specialist to see if temporary or permanent nerve damage occurred. I compared the pressure registering with these cuffs compared to another set of cuffs and found the pressure measurement to be more significantly different, which is why the patient utilized way too high of pressure. The cuffs also have no labeling on them. FDA safety report ID# (B)(4).